Event description:
On (B)(6) 2012, at (B)(4), the service technician reported that the cls 20-535 capacitive level sensor (article number: 70101.0855, serial number: (B)(4)) was defective when it was received out of the box. The level sensor does not detect the emptying of the reservoir. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The defective sensor was returned to maquet cardiopulmonary (B)(4) and a replacement sent. The investigation determined that the level sensor always detects signals even if there is no level. The error is eliminated when the sensor clamp is at a higher temperature. There is an electrical temperature effect, however, the device could not be disassembled to determine the exact cause of the problem. (B)(4).